Event description:
The tech alleged that the side rail in not latching in the up position. No pt impact.

Manufacturer narrative:
The tech found the side rail is missing the latch mechanism, bolt and spacer. The tech replaced the side rail latch mechanism, bolt and spacer to resolve the issue.